Manufacturer narrative:
The device was not returned. However, media inspection was performed on the photos attached in the complaint, the upn and lot number of the device was confirmed, also the detach of the tubing set of the device was visible. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during an ablation procedure in the right atrium with an intellanav mifi oi catheter, the irrigation tubing spontaneously broke. The catheter was removed from the patient and it was replaced by another catheter. The procedure was successfully completed without any patient complications. The catheter was disposed at the hospital.